Event description:
My son almost died last weekend due to choking on a flipper, it¿s a type of denture, he has two fake front teeth on this. He totally swallowed it, it was stuck in his throat, the heimlich did not work, abdominal thrust loosened it up enough so there was a small airway. After some time, after the paramedics were there he started throwing up and finally threw it up. It was the most horrifying thing to think you are watching your son die in front of you. He has had a flipper for several years, there are no safety clasps on either side of it, no warning by the maker of this product that it is a potential choke hazard. The president of the company called me this morning, he said in his 30 years, no one has ever choked, on their flipper, ok well that¿s good, but I also feel no one should ever go through this horrible event again. I want the world to know that this is a possible choke hazard, there should be mandatory safety clasps on all orthotics in the mouth and everyone that has one right now without clasps should get them put on. (B)(6).